Event description:
It was reported that the tip of the guidewire was found deformed when opening the kit. The insertion was not smooth and caused the guidewire to break into 2 separate pieces. The guide wire was able to be removed entirely. A new kit was opened and used successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.